Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the device was put through extensive testing including bench handling, full defib and pacer functional testing and internal inspections without duplicating the report. A system interconnection flex harness was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional procode = dro. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while monitoring a patient (age & gender unknown), the device intermittently prompted a "defib pacer device failure" message . Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.